Event description:
It was reported that the av-node stimulation burst (avnb) during the study implant procedure had induced av-node-re entry-tachycardia (at). Over stimulation via the programmer ended the at during the implant procedure. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.